Event description:
It was reported that the right ventricular lead was dislodged. It was noted that the patient was at physical therapy when dislodgement was suspected. The patient presented to the emergency room after receiving inappropriate defibrillation therapy. Upon interrogation and x-ray imaging, lead dislodgement was confirmed. The patient was scheduled for lead revision. During procedure, it was observed that the stylet became stuck in the lead. The lead was explanted and replaced successfully. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(4). Explant and implant dates were erroneously not included in the initial MDR. The implant date should be (B)(6) 2017 and explant date should be (B)(6) 2017